Manufacturer narrative:
This ipg serial number was included in a field advisory. 1627487-05242011-002-r; 1627487-07262012-002-r; 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's battery depleted due to an unknown reason. Reportedly, surgery intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model. Effective therapy was restored postoperatively thus resolving the issue.